Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. At the time of report customer was using tandem charging cable and wall adapter. Technical support instructed customer to leave wall adapter plugged into working outlet for at least 30 minutes for the pump to begin charging.